Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, the device did not staple. The entire staple line opened. This event happened with a reload. Additional suture was used to fix the staple line. There were no adverse consequences to the pt.